Manufacturer narrative:
Correction to g2 report source. Added ¿foreign¿ and ¿company representative¿, instead of ¿user facility¿. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified. The legal manufacturer was unable to confirm if reprocessing steps were performed according to the instructions for use. Therefore, the root cause for the remaining foreign material could not be established. The events can be prevented in accordance with the following IFU: chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection, that the cystonephrofiberscope exhibited foreign materials remains on the distal end. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.